Manufacturer narrative:
(B)(4). The reported condition of the constant alarm was confirmed and duplicated. The assignable cause could not be determined at this time. This device will not be repaired at this time since it is a baxter-owned unit.

Manufacturer narrative:
(B)(4). The device evaluation is currently in progress. A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Event description:
The facility representative reported a infusor pump with a condition of "it alarms when it is running". It is unknown when this condition occurred. The area where this event occurred is unknown. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available. A baxter service technician reported a constant alarm occurred after pump started to run. This event occurred during product evaluation. The constant alarm caused an interruption during delivery. There was no patient injury or medical intervention necessary. No additional information is available.